Manufacturer narrative:
Findings: unit received with detached end cap. The drive support disk was inspected and no anomaly noted. Unable to perform displacement test or verify low reservoir and empty reservoir alarm due to detached end cap. Unit had cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the drive support is sticking out. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.